Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported her concerns about her insulin pump's settings being incorrect. The customer's blood glucose was 533 mg/dl. She stated she had treated her blood glucose with 9.9 units of insulin. She also reported that her insulin pump told her to give 10 units but she felt like that was too much. Troubleshooting found the customer's drive support cap appeared to be normal. The customer also stated insulin was able to exit from the tubing during a manual prime. The customer was advised to change the entire infusion set, reservoir, and insulin. No additional information provided.